Manufacturer narrative:
An event regarding appearance involving a triathlon femoral component was reported. The event was confirmed by visual inspection. Method & results: device evaluation and results: a visual inspection confirms there is evidence of slight shading on the underside of the femoral component. A memo provided by the packaging qr states: the device was analyzed under magnification onsite, no contaminant was determined present on the part. Medical records received and evaluation: not performed as no medical information was provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: a memo provided by the packaging qr states: the femoral has some slight shading on the underside of the femoral component. The device was analyzed under magnification onsite, no contaminant was determined present on the part. The device was opened and prepared for surgery when the surgeon noticed the marks. A device history record review was completed. This batch went through the final clean processing steps on 15/11/12. The product was approaching the 5 year expiry date. No production related issues were recorded in the device history record. No previous complaints have been initiated for the batch for similar issue. Post final clean, all products are handled using latex gloves. All devices are packed in an iso class 7 cleanroom. The complaint cannot be confirmed as manufacturing related based on a review of the device and production records. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that when he was about to implant the device he noticed that there were some marks on the surface. Another device was opened to complete the case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that when he was about to implant the device he noticed that there were some marks on the surface. Another device was opened to complete the case.